Event description:
Info received indicates the right siderail is not latching.

Manufacturer narrative:
The tech found the siderail latch was damaged. He replaced the siderail latch to repair the stretcher.